Manufacturer narrative:
(B)(4). Eval, results: occlusion, rupture, death. The clamping of the vessel resulted in the aortic rupture. Conclusion: the clamping of the vessel resulted in the aortic rupture.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately nine months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was noted that the initial stent graft implant was with good result. At the one-month f/u, a control CT was done with good outcome. Three months post implant the pt presented with ischemia of both legs (ref MFR # 2953200-2011-00711) and the CT demonstrated that there was occlusion of the stent grafts. The physician took a conservative approach of treatment at the time. Four months later, the physician elected to explant the stent graft and convert the pt to an open surgical repair. However, prior to explanting the stent graft the aorta was ruptured due to the clamping of the aorta and the pt expired on the operating room table. The stent graft was left in the pt and was not explanted. No additional info was provided.